Event description:
It was reported that the patient's pacemaker exhibited far field r-wave over-sensing which resulted in inappropriate auto mode switch. No interventions were performed and no patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.